Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred.the target lesion was located in a non tortuous and "very" calcified proximal right coronary artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 19 atmospheres at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were noted and patient's status is fine.